Event description:
The manufacturer service technician reported that the device components were missing while it was being serviced at the user facility. There were no adverse consequences related to this event.